Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that their ins battery was determined to be dead. The patient reiterated that they wanted the battery removed.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient reporting that they would like to have their implantable neurostimulator (ins) removed because it has never helped her and she doesn¿t use it. The patient was instructed to follow up with their health care provider about removing the device. Indication for use includes spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.